Event description:
A tandem mobi cartridge alarm was reported by the caller. Blood glucose level remained stable and did not exceed 500 mg/dl. Technical support confirmed the alarm and guided the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The caller was able to reload the cartridge and resume insulin therapy, resolving the issue.